Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unknown with kellgren and lawrence grade 03 osteoarthritis of right knee. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient¿s medical history was significant for previous treatment with two courses of synvisc (hylan g-f 20) injection ((B)(6) at the time of first course) and synovitis of right knee. On an unspecified date, the patient initiated treatment with intra-articular synvisc (of third course) in the right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2005, the patient received second synvisc injection. On (B)(6) 2005, the patient experienced synovitis of right knee. On an unspecified date in 2005, the patient received treatment with betamethasone for the event of synovitis of right knee. The action taken with synvisc treatment was not provided. On (B)(6) 2005 (after 48 hours), the patient recovered from the event of synovitis of right knee. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related. Follow-up info was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 08-apr-2013. Product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.